Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Prior to a pulse field ablation procedure, a farawave catheter was selected for use. Upon inspection, the catheter box was found to be damaged, with the outer packaging torn and the sterile barrier compromised. There were no patient involvement. The device was disposed of and is not expected to be returned for analysis.

Event description:
Prior to a pulse field ablation procedure, a farawave catheter was selected for use. Upon inspection, the catheter box was found to be damaged, with the outer packaging torn and the sterile barrier compromised. There were no patient involvement. The device was disposed of and is not expected to be returned for analysis.

Manufacturer narrative:
Media was provided that allowed the investigation to confirm the complaint allegation of "seal compromised". Upon review of the image provided within this complaint, clear and easily identifiable damage to the packaging of the product was detected by the complaint reporter (prior to patient involvement). The cause traced to transport/storage cause code was selected based on the provided media and information provided within the event description.